Event description:
In late 2008, the patient was treated with a gore tag thoracic endoprosthesis for a traumatic dissection and transection in the descending thoracic aorta. The device was placed as planned, with intentional coverage of the left subclavian artery. Post-surgery images still showed flow into the false lumen, however, two days later, the graft collapsed. The physician performed a thoracotomy to explant the device and repair the aorta with a surgical graft. The patient is currently stable with no further complications.

Manufacturer narrative:
A review of the manufacturing records has been conducted. Results - the manufacturing records review verified that this lot met all pre-release specifications.